Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy with partial anterior colpocleisis and posterior colporrhaphy with enterocele repair due to large third-degree cystocele, second-degree rectocele, enterocele, strained redundancy of vaginal tissues, particularly at the vaginal vault and anterior vaginal wall and genuine sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2011.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.